Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a power source alert occurred and the pump battery was fluctuating while the pump was plugged into charge. Customer's blood glucose level was 141 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.